Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device broke outside the patient and no pieces fell inside, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a tka procedure, gap space between the femoral and tibial component was too tight. Surgeon tried to force the tibial insert trial into space, causing it to break. No delay. Backup device available. No injury or impact to patient reported.